Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported experiencing a persistent cough during the night while using the recalled device. He reported that the coughing would begin while he was asleep and continue even after he removed the device. The cough stopped once he started using one of his replacement devices. Although he could not recall the exact date or time of onset, he estimated that the cough persisted for about eight months, likely in 2020. The patient consulted his doctor, who prescribed a throat spray called salbutamol. After using the medication, he reported that he has no longer has this persistent cough. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Despite three good faith-effort attempts on 08/05/2025, 08/21/2025, and 09/13/2025, the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed. The alleged malfunctioning device was replaced. In box b adverse event/product problem, box h device problem code and box d has been updated/corrected.

Manufacturer narrative:
The manufacturer peviously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient reported experiencing a persistent cough during the night while using the recalled device. He reported that the coughing would begin while he was asleep and continue even after he removed the device. The cough stopped once he started using one of his replacement devices. Although he could not recall the exact date or time of onset, he estimated that the cough persisted for about eight months, likely in 2020. The patient consulted his doctor, who prescribed a throat spray called salbutamol. After using the medication, he reported that he has no longer has this persistent cough. The previously submitted report was reported as a serious injury. Upon further review, the complaint was determined to be a product problem. The relevant sections have been updated accordingly to reflect the correct reporting as a product problem.